Manufacturer narrative:
Additional mdrs associated with this event: (B)(4). Driver.

Event description:
During surgery, the tip of the driver broke off in one of the screws. The tip could not be removed from the screw head so it was left implanted.